Manufacturer narrative:
(B)(4). When investigation is completed a follow-up report will be sent to the FDA.

Event description:
The customer stated that: "the footswitch cable was cut 3 times during the swivel movement of the ad7 table". "The procedure was interrupted and pt was moved to other equipment, because fluoroscopy was not possible anymore".